Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 10x3.25 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6atm. The procedure was completed with a different device. No patient complications were reported.